Manufacturer narrative:
(B)(4).

Event description:
Procedure: ileocecal resection. According to the reporter: during procedure, the balloon broke. The broken piece fell into cavity and retrieved. New device was opened to complete the procedure. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The surgeon recognized another device (harmonic) hit and the balloon broke.